Event description:
Questionable bicarb bottles used with dialysis machine. Dialysate ph high when using bicarb bottle from rockwell medical. Multiple tests on dialysate resulted in high ph. Dialysis machine functioned after changing out bicarb bottles.